Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01133.

Manufacturer narrative:
Further information was requested but unable to obtain. The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-01133. It was reported postoperative diagnostics revealed high impedance on the leads. In turn, reprogramming was unable to resolve the issue and achieve adequate coverage. As such, on (B)(6) 2019 the physician moved the leads down about a half of a vertebral body resolving the issue.